Event description:
The user facility biomedical engineer reported their automated impella controller (aic) displayed a battery failure alarm (red alarm). The aic is coming back for investigation. There was no patient involvement.

Manufacturer narrative:
The investigation into the reported automated impella controller battery failure has been completed. Data analysis: there was a battery failure alarm (transport connection blown/ missing ) due to low pack voltage . Additionally, the lt logs showed that battery 1 had a cell imbalance on cell 3. Device analysis: the failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Bat-test confirmed battery 1 cell 3 was outputting 300mv less than the other cells in battery 1 which triggered the cell imbalance condition. Root cause: the battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. The failure modes will be monitored and trended.